Manufacturer narrative:
The device is not available to be returned for evaluation. It is currently unknown if the device was lost in the patient's eye or if it was dropped outside of the eye. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Malpositioned stent is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that the stent was dropped and could not be re-grasped. It is unknown whether or not the stent was dropped in the patient's eye or outside the eye. The procedure was aborted. Additional information has been requested.

Manufacturer narrative:
MFR reference # (B)(4).

Event description:
On (B)(6) 2017 it was clarified by the surgeon that the stent was not left in the eye. The stent was inadvertently dropped in the eye by the surgeon. The surgeon was able to re-grasp and successfully remove the stent from the eye. The surgeon then decided to abort the case. Additional clinical follow-up was requested from the surgeon on (B)(6) 2017 and (B)(6) 2017, but a response was not received.